Manufacturer narrative:
The local area representative has been contacted for additional information. At this time no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this implantable right atrial lead (ra) was not working. An invasive procedure was performed, and this ra lead was surgically abandoned and successfully replaced with another manufacturer's lead. No adverse patient effects were reported.